Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's third party service technician reported 3.3v ref was measured at 3.24v. There was no patient involvement.